Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was caller reported that they are having difficulty charging the implant and the paddle isn't connecting to the controller since monday. Caller stated they are seeing the connect the recharger screen when the recharger is plugged into the controller. Agent asked - pt stated the recharger cord wiggles when in the controller port. Caller confirmed the controller charges from the ac power supply with no issue but does feel the same "wiggle". Patient service specialist had caller examine the equipment for damage; no visible damage to controller port but 1 pin on recharger cord looks dull. Agent reviewed pt can call back if replacement recharger does not resolve the issue. The issue was not resolved. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID 97755-s serial (B)(6) : product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial (B)(6). Device evaluation: analysis found that the device was scrapped due to the recharge antenna failure where the controller won't power on when the recharger is plugged in. D9 and h3 refer to the recharger. H6 codes belong to the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.